Event description:
A letter was received stating that the pt sustained a severe eye injury when she used an unspecified renu prod. No further info was provided

Manufacturer narrative:
No medical documentation was received. No prod was returned for eval, and no lot number info was provided. Based on limited info, no root cause can be determined and no conclusion can be drawn.